Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred within normal pumping conditions. Customer's blood glucose level was 92 mg/dl. Reportedly, the alarm cleared and customer resumed insulin delivery.